Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394926 and lot number 2182118. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
During use. From the radiology service of hospital (B)(6), they inform us that they are having problems with ref (B)(4). When entering the contrast under pressure (CT), the valve breaks, which means that there is contrast and blood all over. The ones that have been identified are batch 2221474 b, 2221474 c and 2182118 a. I have been told that it has happened repeatedly, including 2 times in this last night shift. At the moment they have removed the material from this lot.

Event description:
It was reported while using bd connecta¿ stopcock with extension set the product was damaged and leakage occurred. This occurred 2 times. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when entering the contrast under pressure (CT), the valve breaks, which means that there is contrast and blood all over. The ones that have been identified are batch 2221474 b, 2221474 c and 2182118 a. I have been told that it has happened repeatedly, including 2 times in this last night shift. At the moment they have removed the material from this lot.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2221474. D4. Medical device expiration date: 31jul2025. H4. Device manufacture date: 26aug2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.